Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer) c.r. Bard reference number: (B)(4). Manufacturer reference number: (B)(4). Section a: patient information not provided section d6, d7: explant date were not provided. Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment. Procedure: urogynecological.

Manufacturer narrative:
Patient code added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, sex, describe event or problem, brand name, model#/lot #, implant date, if follow-up, what type?, evaluation codes, date received by MFR, type of reports. (B)(4).

Event description:
The patient underwent a pubovaginal sling and cystoscopy on (B)(6) 2011. The preoperative diagnosis was mixed urinary incontinence and mild dyssynergic pattern on urodynamics. The postoperative diagnosis was mixed urinary incontinence and mild dyssynergic pattern on urodynamics. The patient underwent an additional procedure on (B)(6) 2015. The procedure performed was a urethrolysis, sling removal, repair of the urethra, urethrocele repair, kelly plication, and cystoscopy. The preoperative diagnosis was foreign body in the genitourinary tract with a mesh sling, pelvic pain, dyspareunia, urge incontinence, stress incontinence, frequent urinary tract infections, urinary stream abnormality and urinary frequency. The postoperative diagnosis was foreign body in the genitourinary tract with a mesh sling, pelvic pain, dyspareunia, urge incontinence, stress incontinence, frequent urinary tract infections, urinary stream abnormality and urinary frequency.